Manufacturer narrative:
The insulin pump alarmed button error and it had no button response due to corrode keypad traces. The battery out limit alarm was not verified due to the keypad anomaly. No unexpected number scrolling noted during testing. The device had cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window, and missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump seemed as it was taking a mind of its own. Customer stated the device had an error and she was unable to clear it. Customer was attempting to enter the grams and it continued to scroll. It wouldn't stop so she replaced the batter and the device alarmed battery out limit. Customer's blood glucose was 126 mg/dl. She didn't recall any issues other than the device scrolling prior to the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.